Manufacturer narrative:
The aviva test strips are the suspect device.

Event description:
Reporter stated that pt obtained a blood glucose result of 110 or 112 mg/dl, while at home, (rptr could not recall exact value) on the aviva sys. Rptr indicated that, after the result was obtained, pt delivered 30 units of insulin aspart. Rptr stated that, within 1 hr and 30 mins, pt appeared to be suffering from a stroke. Pt reportedly began shaking and subsequently lost consciousness. Emergency medical services were summoned and, upon their arrival, pt's blood glucose reportedly measured >1000 mg/dl on paramedics' device. Rptr stated that pt was transported to the hosp, by paramedics. Rptr did not provide any add'l info about pt's diagnosis or treatment. At the time of the report, pt was still being treated in the hospital's intensive care unit. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped. Aviva sys; meter serial not provided. Aviva strip lot and expiration date not provided.